Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2017: the patient underwent CT scan of the thoracic spine without contrast. Iterative reconstruction technique was used. The findings were: there is no gross thoracic disc protrusion, spinal stenosis or foraminal narrowing. There is some mild disc space narrowing and mild spondylosis. There is a benign bone island within the left aspect of t7 vertebral body. No osteolytic or osteoblastic lesions identified. Within the right kidney, a 2 mm stone. No hydronephrosis. Visualized portions of lungs are clear. Impressions: 1. Some mild disc space narrowing and spondylosis involving the thoracic spine. No gross protrusion, spinal stenosis or foraminal narrowing 2. Two millimeter right renal stone without hydronephrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2016: patient underwent 4-5 views of cervical spine. Impression: normal cervical spine (B)(6) 2017: patient underwent CT scan of thoracic spine without intravenous contrast due to thoracic pain, radiculopathy. Impression: 1. Some mild disc space narrowing and spondylosis involving the thoracic spine. No gross protrusion, spinal stenosis or foraminal narrowing. 2. 2 mm right renal stone without hydronephrosis. (B)(6) 2017: patient presented with muscle weakness; decreased range of motion of trunk and back; chronic right-sided low back pain with right-sided sciatica; difficulty walking; impaired functional mobility, balance and endurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with right l5-s1 disc herniation, right s1 radiculopathy and underwent the following procedures: right l5-s1 hemilaminectomy and decompression. Application of satellite disc spacer, #10, from medtronic (B)(4). C-arm image intensifier, one hour. As per op-notes," the canal was inspected with the (B)(4) probe. No additional fragments were found. The 10mm satellite was implanted in the middle of the disc. The location was confirmed with the c-arm image intensifier. The wounds were irrigated. 40 mg of depo-medrol were left to run in the nerve roots. The fascia was approximated with a #1 vicryl. The subcutaneous tissue was closed with 2-0 vicryl, and the skin was closed with a running subcuticular 4-0 monocryl. The wounds were dressed with ster-strips, 4 x 4s and a abd pad. (B)(6) 2008: the patient was pre-operatively diagnosed with lumbar disc hernia, left l4-5 far lateral and underwent the following procedure: far lateral lumbar microdisectomy, transfacet approach to the far lateral disc space. (B)(6) 2009: the patient presented for an MRI of the lumbar spine with and without contrast scan. Impressions: right hemilaminectomy and interbody fusion at l5-s1. Posterior minimal recurrent disc protrusion is present with mild right epidural scarring. There is less protruding disc material in the right lateral recess and right foraminal region on prior examination through mild right foraminal stenosis persist. A small amount of left intra and extra-foraminal disc protrusion is present at l4-l5 with mild left foraminal encroachment. The previously reported enlargement of the exiting nerve rootlet at this level is no longer present. (B)(6) 2009: the patient presented for an MRI follow-up. Impressions: MRI l4/5 op-site looks great. L5-s1 ball bearing site on right ok. Some left bulge. Patient is better. (B)(6) 2013: the patient presented for a CT scan of the lumbar region post myelogram. Impressions: l5-s1 fusion. 2) no significant central canal narrowing. Left foraminal disc protrusion at l4-l5 without definite evidence of nerve impingement. Mild to moderate right l5-s1 spondylotic foraminal narrowing.

Manufacturer narrative:
X-rays and CT images review results: post-operative x-rays and CT are provided. The imaging format precludes visualization of all of the provided images as individual. CT slices cannot be viewed as a stack. A metal disc spacer is present at l5-s1 interbody space. There is fusion at l5-s1. It is difficult to tell which side we are looking at but one of the neural foramen at l5-s1 has a small amount of bony osteophyte in it. It is unclear if bmp was used as no op notes were available, but it is also possible this is a normal physiological process after lumbar discectomy. By report, delayed post-op imaging shows foraminal stenosis on CT at l5-s1. The initial surgery was an l5-s1 hemi-laminectomy. It is unclear why an interbody graft was used. This is the most likely scenario for foraminal bony narrowing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2013: the patient underwent lumbar spine complete. Impressions: between flexion and extension there is no significant motion. There is mild anterior spondylisthesis. There appears to be fusion at l5-s1 disc. There is a metallic rounded object at the level of l5-s1 disc. No fracture or subluxation is identified. There is mild degenerative change of the lower facets.

Manufacturer narrative:
The supplemental rr submitted on (B)(6) 2018 had correct aware date of (B)(6) 2018 rather than (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2008: the patient presented for an MRI of the lumbar spine with and without contrast scan. Impressions: right hemilaminectomy and discectomy with recurrent disc herniation in the right lateral recess at l5-s1. There is enhancement of the recurrent disc and scar formation in the right lateral recess and right epidural space. Intra and extraforaminal focal disc herniation at the l4-l5 level with likely neuritis of the exiting left nerve rootlet. Minimal transverse narrowing of the posterior thecal sac at l3-l4 due to facet hypertrophy. Unknown date in 2009: the patient underwent hernia surgery. Unknown date in (B)(6) 2009: the patient underwent shoulder surgery. Unknown date in (B)(6) 2012: the patient underwent right knee surgery. On (B)(6) 2013: the patient presented for recurrence of back and primarily right lower extremity pain. The pain increased when laying down. On examination, significant quadriceps and extensor hallucis longus weakness on the right side was noted, with significant sensory hypesthesia primarily in an l5 like distribution.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent hemilaminotomy and decompression at right l5-s1. During the surgery, the surgeon used a d isk spacer. Post-op, the patient continued to experience pain over time, experienced inappropriate bone growth, resulting in bones, disc and/or fluid impinging the nerves in his lumbar spine, and further resulting in fusion of the l5-s1 vertebrae. On or about (B)(6) 2016, the patient became aware for the first time that the l5-s1 vertebrae had fused.